Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l41563, implanted: (B)(6) 1996, explanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s second pump only lasted five years. It was noted the pumps were working fine and ¿then just went out.¿ according to the information provided in the manufacturer's device registration system the pump was implanted for nine months and therefore it was unclear how long the pump was implanted and what drugs were being delivered. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information later reported the pump was used to deliver dilaudid.